Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that this device was explanted due to an allegation of premature battery depletion. The device was expected to be returned. Should the device be returned the investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to an allegation of premature battery depletion. The device was expected to be returned. Should the device be returned the investigation will be updated. No additional adverse patient effects were reported.